Manufacturer narrative:
H11- the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication issue, not able to make a good connection and no picture on screen. The issue occurred during inspection for use. There were no reports of patient involvement.